Event description:
The complainant reported that a patient diagnosed with postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) was implanted with an impella cp to provide mechanical circulatory support. During the period of impella cp support, the patient experienced bleeding at the access site and episodes of torsades. It was noted that the patient had several occurrences of torsades, which were resolved through cardioversion after the second shock. Furthermore, amiodarone was administered to reduce ectopy, and an echocardiogram was performed to verify the placement of the pump. The following day, the patient exhibited oozing and swelling at the site of the impella insertion. The access site appeared puffy and swollen, with no hematomas observed. Laboratory tests were conducted to check hemoglobin levels, and the pump was removed the next day. Unfortunately, care was withdrawn and the patient ultimately passed away.

Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The medical safety officer reviewed the event and the impella cp device cannot be dissociated from the demise outcome. The event describes a delivery issue with the impella 5.5 due to the patient anatomy in which the case was aborted; switch was made to the impella cp which was successfully placed. The delivery issue is a product malfunction and should be reported. Additionally, regarding the impella cp, the event describes runs of torsades and the patient was cardioverted out, addressed with medication. The next day the patient coded again with return of spontaneous circulation. However, the patient would eventually expire as the family withdrew care. There is not enough information to dissociate the impella cp present at the time of the patient's demise. However, the patient's underlying condition likely contributed most to the demise outcome, and the family decided to withdraw support which appears to have led to the patient's demise. Related medical device reports: this impella cp report is one of two devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no product was returned for investigation. Major bleed: oozing was noted at the insertion site. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Arrhythmia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot : device lot: 1934621. Device history batch : subcomponent lot: n/a. Device history review : device with sn: (B)(6) passed all post sterile inspection checks.